Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the doctor stated that she had difficulty inserting one of the devices". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and dyspareunia ("dyspareunia"). In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea") and hypoaesthesia ("leg numbness"). In (B)(6) 2012, the patient experienced dysgeusia ("metal taste in my mouth") and allergy to metals ("nickel allergy: test positive"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2014, the patient underwent cholecystectomy ("cholecystectomy"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: fibroid"), 6 years 2 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("1 coil migrated into my uterus"), depression ("depression"), fatigue ("fatigue"), pain in extremity ("leg pain"), breast pain ("breast pain"), rash ("rash"), back pain ("back pain"), asthenia ("weakness"), decreased appetite ("no appetite"), dizziness ("dizzy"), pruritus ("itching on arms, legs, back"), arthralgia ("joint pain"), abdominal distension ("bloating") and breast mass ("2 breast mass") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine, dysgeusia, dyspareunia, allergy to metals, decreased appetite, arthralgia and abdominal distension had resolved, the abdominal pain, anxiety and weight decreased was resolving and the menorrhagia, vaginal haemorrhage, urinary tract infection, dysmenorrhoea, uterine leiomyoma, alopecia, hypoaesthesia, cholecystectomy, weight increased, device expulsion, depression, fatigue, pain in extremity, breast pain, rash, back pain, asthenia, dizziness, pruritus and breast mass outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, asthenia, back pain, breast mass, breast pain, cholecystectomy, decreased appetite, depression, device expulsion, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, hypoaesthesia, menorrhagia, migraine, pain in extremity, pelvic pain, pruritus, rash, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s): (unspecified) : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-apr-2020: social media received. New events: partial expulsion of device, depression, fatigue, leg pain, breast pain, rash, back pain, weakness, no appetite, dizzy, extremities itchy sensation of, joint pain, bloating, breast mass were added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the doctor stated that she had difficulty inserting one of the devices". On (B)(6)2012, the patient had essure inserted. In (B)(6) 2012, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and dyspareunia ("dyspareunia"). In (B)(6)2012, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea") and hypoaesthesia ("leg numbness"). In (B)(6)2012, the patient experienced dysgeusia ("metal taste in my mouth") and allergy to metals ("nickel allergy: test positive"). In (B)(6)2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6)2014, the patient underwent cholecystectomy ("cholecystectomy"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6)2018, the patient was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: fibroid"), 6 years 2 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("1 coil migrated into my uterus"), depression ("depression"), fatigue ("fatigue"), pain in extremity ("leg pain"), breast pain ("breast pain"), rash ("rash"), back pain ("back pain"), asthenia ("weakness"), decreased appetite ("no appetite"), dizziness ("dizzy"), pruritus ("itching on arms, legs, back"), arthralgia ("joint pain"), abdominal distension ("bloating") and breast mass ("2 breast mass") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, migraine, dysgeusia, dyspareunia, allergy to metals, decreased appetite, arthralgia and abdominal distension had resolved, the abdominal pain, anxiety and weight decreased was resolving and the menorrhagia, vaginal haemorrhage, urinary tract infection, dysmenorrhoea, uterine leiomyoma, alopecia, hypoaesthesia, cholecystectomy, weight increased, device expulsion, depression, fatigue, pain in extremity, breast pain, rash, back pain, asthenia, dizziness, pruritus and breast mass outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, asthenia, back pain, breast mass, breast pain, cholecystectomy, decreased appetite, depression, device expulsion, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, hypoaesthesia, menorrhagia, migraine, pain in extremity, pelvic pain, pruritus, rash, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2012: essure confirmation test(s): (unspecified) : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the doctor stated that she had difficulty inserting one of the devices". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and dyspareunia ("dyspareunia"). In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea") and hypoaesthesia ("leg numbness"). In (B)(6) 2012, the patient experienced dysgeusia ("metal taste in my mouth") and allergy to metals ("nickel allergy: test positive"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2014, the patient underwent cholecystectomy ("cholecystectomy"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: fibroid"), 6 years 2 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection, dysmenorrhoea, uterine leiomyoma, alopecia, hypoaesthesia, cholecystectomy and weight increased outcome was unknown, the abdominal pain, anxiety, migraine and weight decreased was resolving and the dysgeusia, dyspareunia and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, cholecystectomy, dysgeusia, dysmenorrhoea, dyspareunia, hypoaesthesia, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s): (unspecified) : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New events weight gain was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the doctor stated that she had difficulty inserting one of the devices". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and dyspareunia ("dyspareunia"). In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea") and hypoaesthesia ("leg numbness"). In (B)(6) 2012, the patient experienced dysgeusia ("metal taste in my mouth") and allergy to metals ("nickel allergy: test positive"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2014, the patient underwent cholecystectomy ("cholecystectomy"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: fibroid"), 6 years 2 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection, dysmenorrhoea, uterine leiomyoma, alopecia, hypoaesthesia and cholecystectomy outcome was unknown, the abdominal pain, anxiety, migraine and weight decreased was resolving and the dysgeusia, dyspareunia and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, cholecystectomy, dysgeusia, dysmenorrhoea, dyspareunia, hypoaesthesia, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s): (unspecified) : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the doctor stated that she had difficulty inserting one of the devices". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines / headaches"), dysgeusia ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), alopecia ("hair loss") and hypoaesthesia ("leg numbness"), was found to have weight decreased ("weight loss") and uterine leiomyoma ("other injury(ies) or complication (s) please describe: fibroid") and underwent cholecystectomy ("cholecystectomy"). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection, dysmenorrhoea, uterine leiomyoma, alopecia, hypoaesthesia and cholecystectomy outcome was unknown, the abdominal pain, anxiety, migraine and weight decreased was resolving and the dysgeusia and dyspareunia had resolved. The reporter considered abdominal pain, alopecia, anxiety, cholecystectomy, dysgeusia, dysmenorrhoea, dyspareunia, hypoaesthesia, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s): (unspecified) : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: plaintiff fact sheet received. Events vaginal bleeding, uti, anxiety, migraines, nickel allergy, dysmenorrhea, cholecystectomy, dyspareunia, weight loss, fibroid, hair loss, insertion difficulty were added. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the doctor stated that she had difficulty inserting one of the devices". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and dyspareunia ("dyspareunia"). In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea") and hypoaesthesia ("leg numbness"). In (B)(6) 2012, the patient experienced dysgeusia ("metal taste in my mouth") and allergy to metals ("nickel allergy: test positive"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2014, the patient underwent cholecystectomy ("cholecystectomy"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: fibroid"), 6 years 2 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection, dysmenorrhoea, uterine leiomyoma, alopecia, hypoaesthesia and cholecystectomy outcome was unknown, the abdominal pain, anxiety, migraine and weight decreased was resolving and the dysgeusia, dyspareunia and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, cholecystectomy, dysgeusia, dysmenorrhoea, dyspareunia, hypoaesthesia, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s): (unspecified) : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: correction due to discrepancy between coding action item and match point coder query. Event" nickel allergy was added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test(s): (unspecified) : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event injury nos replaced with new event pelvic pain. New event abdominal pain, menorrhagia was added. Lab data, reporter information, patient demographics was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.